Event description:
A pt in ICU was being paced by the device when, according to the reporter, the pacing function stopped. A backup pacemaker was called for and used. No adverse effects to the pt were reported as a result of the alleged malfunction.